Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient may have had a stroke the night prior to the report, (B)(6) 2018, further reporting that the patient was confused and disorganized, they could not answer questions. The CT scan was inconclusive and they wanted to do an MRI of the brain. Caller was redirected to the health care professional (hcp) as patient was in hospital. The caller was requesting for MRI compatibility guidelines and it was unknown whether the stroke was related to the device/therapy. No further patient complications were reported/ anticipated as a result of this event. On (B)(6) 2018: lfc (hcp): additional information was received from the health care professional (hcp) indicating that the event took place out of state and they didn¿t have any other information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the stroke was resolved by medication and patient taking time to rest.